Manufacturer narrative:
(B)(4) date sent: 7/20/2016. Batch # unk additional information was requested and the following was obtained: please clarify: the device was not fired properly by the surgeon. Did the device fire? Was staples deployed? Was the staple line complete? Did the device cut? Was the cutline complete? Response: please see the revised event description for answers to the additional clarification questions.

Event description:
It was reported that during an anterior resection of large bowel, surgeon successfully fired the device twice on the bowel to transect targeted tissue. During the third firing for the creation of a side-to-side anastamosis, the device came apart at the back during the firing. The anvil half and cartridge half came apart at the proximal side (away from patient) about half way through the firing sequence. The surgeon could not complete the firing completely and had to bring the knife blade back to the home position. He successfully removed the tlc75 but noticed the staples towards the distal end of the cut line had not formed properly because of the separation. He had to create another site for the anastamosis and successfully completed the procedure using another similar device. No patient adverse events were reported. The device was discarded.